Manufacturer narrative:
(B)(4). The incident return pad was discarded by the site and was not returned to covidien for evaluation.

Event description:
The customer reported that during a cardiac ablation procedure, the patient experienced a full thickness burn on the lft upper back where the return pad had been placed. The incident pad was discarded. The burn was discovered at discharge (2.5 - 3 weeks after procedure). The type of treatment provided is unknown.